Event description:
We received an allegation about discrepant results for three patients' samples tested with the creatinine jaffe gen.2 assay on a cobas c 111 analyzer. Sample 1: initial result: 0.77 mg/dl. Repeat result: 1.10 mg/dl. Sample 2 was tested on (B)(6) 2026: initial result: 0.61 mg/dl. Repeat result: 0.99 mg/dl. Sample 3 was tested on (B)(6) 2026: initial result: 0.65 mg/dl. Repeat result: 1.04 mg/dl. The patient samples were sent out to a different laboratory and repeated on a cobas pro c 503 analytical unit.

Manufacturer narrative:
The cobas c 111 analyzer serial number was (B)(6). The investigation is ongoing.